Manufacturer narrative:
(B)(4) - (partial deployment). Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a wallstent biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009 (over 18 years old). According to the complainant, only a small portion of the stent could be deployed. The handle connector became separated when force was applied in attempt to continue deployment. The partially deployed stent was removed through the scope. The procedure was completed with another wallstent biliary endoprosthesis. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.